Event description:
It was reported that during a procedure for implanting an flow diverter stent in multiple aneurysms at the ophthalmic artery segment on the right side, the physician delivered a stryker microcatheter to the target location and then deployed the subject stent. After the subject stent was delivered to the target site, the physician deployed it. The distal end of the subject stent opened normally, but it failed to open at the vascular bend. The physician repeatedly adjusted it back and forth to release the subject stent, but it still could not open at the bend area. The physician suspected that the subject stent had kinked, so the microcatheter and the subject stent were withdrawn together out of the body. The physician used the tip of the microcatheter to align with the introducing sheath of the subject stent and attempted to retract the subject stent, but it could not be fully retracted. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a procedure for implanting an flow diverter stent in multiple aneurysms at the ophthalmic artery segment on the right side, the physician delivered a stryker microcatheter to the target location and then deployed the subject stent. After the subject stent was delivered to the target site, the physician deployed it. The distal end of the subject stent opened normally, but it failed to open at the vascular bend. The physician repeatedly adjusted it back and forth to release the subject stent, but it still could not open at the bend area. The physician suspected that the subject stent had kinked, so the microcatheter and the subject stent were withdrawn together out of the body. The physician used the tip of the microcatheter to align with the introducing sheath of the subject stent and attempted to retract the subject stent, but it could not be fully retracted. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent and sdw (stent delivery wire) were returned inside the stent introducer sheath. The stent was partially deployed from the proximal funnel end of the introducer sheath. There was evidence of blood towards the proximal end of the introducer sheath. The sdw resheath pad had been pushed onto the distal marker band. The introducer sheath tip was damaged. The stent was advanced from the proximal end of the introducer sheath with significant friction/resistance experience. The stent was found to be stuck to the sdw and closed in the middle due to blood. The sdw petal/dpa (distal protection assembly) was covered in blood and thrombus. The distal end of the stent was also covered in blood and thrombus. The stent and sdw were soaked in lukewarm water to continue investigation. The stent partially opened after the blood was removed but was significantly deformed and the braid wires were pulled and frayed at both ends. Several kinks/bends were noted along the distal end of the sdw. The microcatheter was not returned. A functional inspection was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported ¿stent failed/unable to open (when not implanted)¿ was confirmed during analysis. The reported 'flow diverter stent difficult/unable to re-capture into microcatheter' could not be replicated, as the microcatheter was not returned and the stent was partially deployed from the proximal funnel end of the introducer sheath; however, the analysis results are consistent with the reported event. The reported ¿stent deformed' was confirmed during analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that ¿after the stent was delivered to the target site, the physician deployed the stent. The distal end of the stent opened normally, but it failed to open at the vascular bend. The physician repeatedly adjusted it back and forth to release the stent, but it still could not open at the bend area. The physician suspected that the stent had kinked, so the microcatheter and the stent were withdrawn together out of the body. The physician used the tip of the xt27 microcatheter to align with the introducing sheath of the stent and attempted to retract the stent, but the stent could not be fully retracted¿. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. Continuous flush was set up and maintained throughout the clinical procedure. There was no indication of a user related issue. The anatomy was reported to be not tortuous. The patient received dual anti-platelet agents prior to the procedure and post procedure: 4 days. Access was through femoral. The physician was able to deliver the flow diverter device to the target lesion. There was no resistance encountered during navigation of the flow diverter device to the target lesion. The position of the flow diverter implant was confirmed between the two marker bands. There was no resistance encountered during the flow diverter deployment. The flow diverter fully opposed to the vessel wall when it was deployed. The flow diverter was recaptured/resheathed back during the procedure 7 or 8 times. The operator felt the patient's vessel had slightly stenosis and the product quality was not stable. The physician suspected that the stent had kinked and the device was kinked when removed from the patient. There was difficulty retracting into the mc, introducer sheath. The flow diverter was recaptured and removed. The stent introducer sheath tip was damaged which most likely occurred while repeatedly attempting to recapture/resheath the stent back into the introducer sheath during the procedure. The damaged tip would have caused the sdw resheath pad to be pushed onto the distal marker band and prevent the stent from being retracted. This would have led to the stent becoming damaged and the sdw to kink/bend. It should be noted while continuous flush was set up and maintained throughout the procedure, the significant amount of blood and thrombus in the introducer sheath, on the sdw and stent would indicate it was not sufficient to prevent retrograde blood flow into the microcatheter and introducer sheath, and this would have contributed to the reported event. It should also be noted the user was attempting to open the stent at the vascular bend, but the dfu instructs the user to choose a surpass evolve stent that allows for the proximal and distal ends of the implant to land in a straight section of the vessel. In addition, according to the additional information, the flow diverter was recaptured/resheathed back during the procedure 7 or 8 times. It should be noted the dfu cautions the user to not to attempt to partially deploy and recapture the implant more than three times or a loss of resheath performance may occur, therefore this may have contributed to the reported issue. An assignable cause of procedural factors will be assigned to the as reported ¿stent failed/unable to open (when not implanted)¿, ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ and ¿stent deformed¿ and as analyzed 'stent friction¿, ¿stent failed/unable to open (when not implanted)¿ 'stent deformed', ¿resheath pad dislodged/damaged¿, 'stent introducer sheath distal tip damaged' and 'sdw kinked/bent' be assigned to this investigation as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.